Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: one sample was returned for quality investigation. The customers complaint that the tubing broke apart was verified by visual inspection. Visual inspection under magnification shows the lack of solvent on the tubing and the y-site smartsite opening. A device history record review for model 2420-0500 lot number 20093368 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is the lack of solvent between the y-site smartsite and the tubing. This issue is caused by an assembly error during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was returned for quality investigation. The customers complaint that the tubing broke apart was verified by visual inspection. Visual inspection under magnification shows the lack of solvent on the tubing (p/n tc100012940) and the y-site smartsite opening (p/n 620-00078). The root cause for this issue is the lack of solvent between the y-site smartsite and the tubing. This issue is caused by an assembly error during manufacturing.

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 117-in 20pk experienced ruptured tubing. The following information was provided by the initial reporter: I had another tubing that broke apart. They said this was the second one. I have the lot#(10)20093368.